Event description:
Presented to clinic with a several week history of irritability and intermittent disconjugate gaze. Given this finding, CT of the head was obtained, which actually demonstrated decrease in the size of the ventricles. However, on further inspection the catheter appeared to be disconnected for the ventricular peritoneal shunt. Given these findings, risks and benefits of the procedure including the risk of bleeding,infection were discussed in detail and consent was obtained.the patient was brought to the operating room and prep for surgery. An incision down to the deep dermal layer was made to dissect to the snap reservoir system. This was disconnected carefully from the proximal portion of the catheter and a very, very, very small amount of csf was noted to be flowing from the proximal ventricular catheter. The distal portion of the shunt including the snap reservoir system, the valve, and the peritoneal catheter were tested using manometer and found to be flowing well. At this time, the plastic portion of the bioglide catheter was removed and indeed found to be disconnected from the ventricular catheter. Once this was removed, the proximal ventricular catheter was found and removed without difficulty. The new proximal catheter was placed. This catheter had brisk flow of csf, which was collected for routine culture. The catheter was then connected to the existing snap reservoir and distal portion of the catheter system. Once this was completed, the wound was irrigated with bacitracin irrigation as well as betadine. The wound was then closed using the standard procedures.====================== manufacturer response for ventricular catheter shunt, bioglide======================the manufacturer is aware of this problem and has issued a recall on this bio-glide catheter (FDA recall #'s z-1124-2009 to z-1134-2009).